Event description:
Difficult radial access with poor wire trackability necessitating coronary wire to track past brachial. With sheath placement, wire sheared at insertion site. Imaging shows shear at insertion site with distal wire distal to humeral head. No pain, no bleeding adequate pulses. Vascular contacted. Will heparinize and plan for extraction in operating room. Transradial band placed very lightly around access site. Patient went to operating room on this same day for extraction of sheared wire.